Event description:
The customer complaint states that the datalink data manager combined archived tests results from different patients when an archived result was printed. Field service personnel could not duplicate the event described. No treatment has been affected by this event, however when results from one patient are added to a different patient's report, the potential exists for inappropriate treatment to be initiated. Since the beckman coulter datalink system can not be positively ruled out as a contributor to this event, beckman coulter believes this event meets the reporting criteria of 21 cfr 803.